Event description:
Duodenoscope was cleaned per manufacturer's recommendations and culture tested per FDA and cdc recommendations. A mold (curvularia) was found during routine testing. Source of mold is unknown. This scope had been used on multiple patients, including immunocompromised patients. Scope removed from service, all other similar scopes tested.